Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The homechoice device received functional and electrical testing. A visual inspection was performed. A short simulated therapy was performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient felt an electric shock from a homechoice device at load the set. The patient was advised to use manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.